Manufacturer narrative:
E1: patient city:(B)(6) patient country:spain

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage was at the site. The infusion set was in use for two days. The blood glucose level was 400 mg/dl and the patient was treated with insulin pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.